Event description:
A surgeon reported the change of a valve setting with the programmer caused serious effects on a patient. The programmer went from 7 to 8 rather than 7 to off. According to customer: "it is not clear that 8 is an off setting and should be rectified on newer programmers." The parents couldn¿t wake the patient up the day after his shunt was dialed up. The patient became comatose overnight and needed emergency surgery the next morning for external drainage, then was in ICU for several weeks with complications. He has recovered but his short term memory is severely affected. The patient suffered brain injury at the ¿8¿ setting and according to customer, this is likely to be permanent.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The certas programmer was not returned for evaluation (as per customer, product not available for return) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. Although product was not returned, the complaint can be confirmed since the user reported that they were not aware of the performance settings on the programmer. The root cause can be attributed to lack of user knowledge/understanding of the device. A medical assessment was requested and medical affairs determined that the root cause is not device related, but is however, user related. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Additional information received: - age of patient at the time of event: 15 years. - patient¿s underlying medical condition : tectal plate glioma with hydrocephalus. Failed etv x2. - relevant medical history : hydrocephalus. Recent shunt valve adjustments due to new subdurals. - date the certas was implanted : 2021. - initial setting of the certas when it was implanted : 4. - subsequent valve setting changes along with dates: (B)(6) 2021, 6-8 on (B)(6) 2021 (i.e. Shunt setting turned up to counteract subdural formation). - date of event : 17th june 2021 i.e. Coma.

Event description:
N/a.